Event description:
It was reported that the hand piece was causing a generator error. Customer used a second hand piece to complete the procedure. No patient consequences. No device being returned. How was the hand piece cleaned prior to this procedure? Hand wash. How was the hand piece sterilized prior to this procedure? Sterrad. Was the hp immersed in liquid for cleaning or sterilization? Yes. Has the hand piece been used with reprocessed/remanufactured disposables? Yes. Which reprocessor? Stryker.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.